Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist dialed into the station, restarted the cubex application, and then reset the cycle count item back to the correct count of 59 to issue the item, which in turn opened the cubie lid to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The tsc was reached for the affected device bd pyxis medbank facility software. The serial number in the MDR was empty and will be updated when information becomes available.

Event description:
It was reported that when using the pyxis medbank es system, the device was unable to dispense medication. A customer reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.